Event description:
Stuck finger on base of needle used on a pt (B)(6) (occupational exposure to product), (injury associated with device). Case description: this serious spontaneous case from the united states was reported by a nurse as "stuck finger on the base of needle used on a pt (B)(6)" with an unspecified onset date, and concerned a pt (age and gender: not reported) who had an accidental exposure (occupational exposure) to a novofine 8mm (30g) autocover (needle) from an unk start date. Med history was not provided. A nurse reported that another nurse stuck a finger on the base of the novofine autocover needle after removing it from an unspecified pen, which was used for a (B)(6) pt. The nurse stated that the needle was exposed as there was no protective cover on the base, when the finger went into the case. The nurse was treated with body fluid exposure protocol. Action taken to novofine autocover needle was not applicable. The outcome for the event "nurse stuck finger on the base of needle used on a pt (B)(6)" was unk. The reporting nurse stated that the event was related to the novofine autocover needle. Batch number of the novofine autocover needle used at the time of the event was unk. The product was not available for return.